Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups and cmos batteries were replaced. The system was then found to be operating as intended.

Event description:
The field engineer reported that while conducting a preventative maintenance visit, it was discovered that the system would not boot up. There is no report of patient injury.